Event description:
It was reported that during follow up, the right ventricular (rv) lead experienced noise as confirmed via the electrogram data soon after the start of interrogation. In addition, the rv lead impedance was over 3000 ohms. It was noted that pocket manipulation induced great noise. It was further determined that there were non-sustained ventricular tachycardia (vt) episodes with increased short interval counts (sic). The ventricular fibrillation (vf) detection was turned off and the patient was hospitalized to await lead revision. Images taken prior to the revision identified that there was a fracture to the sleeve. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted that beginning (B)(6) 2014, the ventricular sensing integrity counts up to 2719; with non-sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes with evidence of lead noise oversensing and inappropriate shocks. The rv pacing impedance measured greater than 3000 ohms which spiked from 546 ohms. The rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter and two or more high rate episodes.